Manufacturer narrative:
Patient age: patient was noted to be in her 30's. Based on the available information, this event is deemed to be a reportable malfunction. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported by a wound nurse that the patient developed a stage 3 pressure injury approximately 2 weeks ago under the proximal portion of the flange on the wafer. The nurse indicated she has been following up with the patient for the past 8 months due to a dehisced surgical incision present since a hernia repair and stoma revision. She further stated that during this timeframe the patient has never allowed her to see the ostomy site. The patient was seen by her physician to evaluate the surgical wound during the first week in (B)(6) 2017 and at this time, that¿s when the pressure wound was noted. On (B)(6) 2017 the wound nurse followed-up with the patient to evaluate both wounds. The nurse noted leakage under the flange and excoriation of the patient¿s skin. The nurse cleaned the wound area and measured the depth of the wound with a q-tip. The wound was 4 x 0.4 x 1.5 cm and followed the curvature of the flange. It was reported that the end user has a skin fold that folds over the flange in this area. The nurse stated she does not think that the flange actually caused the pressure injury, but it was more likely ¿caused by the patient.¿ the patient has been using the same type of ostomy appliance since her last surgery, and has managed her ostomy on her own for the last 10 years; however, it was reported that the patient is a poor historian in regards to her wear time and is inconsistent with self-care of her ostomy. The nurse reported the patient has been spending a lot of time sitting ¿hunched over in her chair¿. It was reported that the patient¿s wound has no necrosis and is healing well with 100% granulating in the wound bed. No photographs are available. No further details have been provided.